Manufacturer narrative:
(B)(4). The evaluation of the device has begun; however, has not yet been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice was received inoperative. The device met specifications in relation to the reported problem. A review of the device logs revealed a drain volume that meets the iipv (increased intra-peritoneal volume) criteria. The pal evaluated the device. With reference to the iipv decision tree, the cause for the iipv found in the logs was determined to be insufficient drain, use error: tidal uf removal set too low. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Labeling was reviewed for related use error(s) and there were no issues and no label deficiency. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 started at 7:40 with drain volume of 3444 ml during cycle 5. There has been no patient injury or medical intervention reported.